Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Consumer claims that a humidifier caught on fire and caused damage to her flooring. No injuries were reported with this incident.